Event description:
Patient sustained injury from jumping off a second story balcony on (B)(6) 2012 and was treated with a plate and screw construct on (B)(6) 2012. Patient later developed an infection and a non-union was noted. Patient returned to the operating room on (B)(6) 2012 for removal of hardware, irrigation and debridement and the wound was vacuum suctioned. An external fixation was applied to the lower extremity along with a skin graft. Cultures were taken for infection and infection will be treated. No additional hardware was implanted. The explanted hardware was given to the patient. This is the 10th of 18 reports submitted on this event.

Manufacturer narrative:
Catalog # - exact catalog number is unknown. The device was determined to be part of the catalog family of catalog # 204.8xx (ranging from 204.810 - 204.910). Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.